Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states insulin "squirt" out when attempted to prime. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
The device passed displacement test, off no power test, rewind, self- test and off no power test. The device alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. Unable to verify prime alarm due to motor error alarms. The motor was tested outside of the device and passed. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No cosmetic damage noted.